Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05, 2007. Evaluation summary:the condition of fail code 812:02 was confirmed. A channel a pump head module cam shaft caused this fail code. The channel a pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility representative reported failure code 812:02 on channel a. The event occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.